Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 70 mg/dl. Customer's blood glucose was 404 mg/dl at time of the call. During troubleshooting, device passed the high pressure test. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.